Event description:
Customer reported secondary bag would not drip unless the primary bag was clamped off. The medication being infused at the time is unknown. The clinician noted clinician switched the tubing to a new pump and secondary bag ran fine. No pt injury resulted.